Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4).((B)(4)). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end unit, the instrument channel, and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for cupriavidus gilardii. The user facility did not provide other detailed information such as the reprocessing method and the number of microbes. There was no report of infection associated with this report.